Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on follow-up 21 days after surgery, the doctor noticed that about 20% of the novashield product had not dissolved and remained in the patient. The doctor reported that the patient had been prescribed a post-operative irrigation routine but had not followed it. The patient developed an infection that required treatment. The physician does not believe the product malfunctioned.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).